Manufacturer narrative:
Terumo has received the device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code 11. The product being reported does not have a primary unique device identification (UDI) number associated as it is non-sterile and is intended for further processing into convenience kits. Non-sterile products are subsequently sterilized once incorporated into a convenience kit. Non-sterile product is at no time introduced into commercial distribution.

Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass, there was a plasma leak in the oxygenator. Case was 297-minute pump run. Came off bypass at 21:41 and went back on at 22:40. They were off sucker bypass at 22:09. *no known consequence or health impact to patient *product was changed out *procedure was completed successfully.